Manufacturer narrative:
The field service rep (fsr) was unable to duplicate the event. The fsr found battery and charging system to be operating within MFR's specs. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the battery symbol went from green to yellow and displayed the following message: "12 or 13 minutes of power remaining". This lasted for about one second, then the battery symbol went to gray indicating that ac was connected. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.